Event description:
Information was received regarding a cadd cassette reservoir. It was reported that patient's remodulin IV infusion was stopped for 2 hours. The patient had been having intermittent issues with his cassettes, and the only fix is a new cassette. He was not at home when his infusion stopped, so 2 hours had passed until he had a new cassette infusion. He had only been back on infusion for 45 minutes when he called to report the incident. He started back at his dose of 60ng per kg per min. Patient described feeling different; light headed and uneasy. I noted feeling better by the end of the call. No further details provided. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: corrected data: b1, corrected data: corrected data: b1-product problem.